Event description:
It was reported that boluses were delivered without pt request. On 4/26/1999, the pt had been receiving dilaudid 1mg/ml. The pump had been infusing at a continuous rate of 5mg/hr, with a pt dose of 6mg and a pt lockout limit of 15 minutes. On 4/27/1999 at 0600, the continuous rate was increased to 18mg/hr. An unk number of unrequested boluses were delivered. The pca was discontinued soon after 1100-1200. No indication of pt harm was reported and no medical intervention was required. No further info was available.